Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A subject device has been received and is currently in the evaluation process. A review of the device history records has been requested. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: distractor tip broke during insertion. On (B)(6) 2013, the surgeon used the screwdriver with a distractor tip to insert a screw. He leaned the screwdriver against the soft tissue to get access to the pedicle. When he pushed against the soft tissue the end of the tip gave way and broke. The broken parts were retrieved. This is of 1 of 2 reports for the same event.

Manufacturer narrative:
Device is used for treatment, not diagnosis. There were two DHR reviews for this lot. (B)(4). For both lots, the following dimensions were 100 percent inspected and conformed to the synthes incoming final inspection sheet revision c: 6.410 to 6.500mm thread major diameter; 5.963 to 6.013mm thread pitch diameter; 5.501 to 5.688mm thread minor diameter; thread form using the m6.5 x 0.75 - 3h4h thread gage; thread true position 0.1mm using the comparator or ogp. All dimensions conformed to specifications.